Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulty occurred. Vascular access was obtained utilizing the vena jugularis interna approach. The patient returned with in-stent restenosis of an unspecified stent. The target lesion was located in the pulmonary vein. A 6.0mm x 20mm maverick¿ xl was used for dilation. The device was inflated 4 times at 14 atmospheres. The procedure went well and upon withdrawing the physician felt a strong resistance of the balloon at the distal end of the 4f unspecified introducer sheath. It was not possible to withdraw the balloon through the sheath. The physician then decided to cut the skin next to the sheath and withdraw the sheath and balloon as one. The procedure was completed with this device. No patient complications were reported and patients' condition was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulty occurred. Vascular access was obtained utilizing the vena jugularis interna approach. The patient returned with in-stent restenosis of an unspecified stent. The target lesion was located in the pulmonary vein. A 6.0mm x 20mm maverick xl was used for dilation. The device was inflated 4 times at 14 atmospheres. The procedure went well and upon withdrawing the physician felt a strong resistance of the balloon at the distal end of the 4f unspecified introducer sheath. It was not possible to withdraw the balloon through the sheath. The physician then decided to cut the skin next to the sheath and withdraw the sheath and balloon as one. The procedure was completed with this device. No patient complications were reported and patients' condition was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulty occurred. Vascular access was obtained utilizing the vena jugularis interna approach. The patient returned with in-stent restenosis of an unspecified stent. The target lesion was located in the pulmonary vein. A 6.0mm x 20mm maverick xl was used for dilation. The device was inflated 4 times at 14 atmospheres. The procedure went well and upon withdrawing the physician felt a strong resistance of the balloon at the distal end of the 4f unspecified introducer sheath. It was not possible to withdraw the balloon through the sheath. The physician then decided to cut the skin next to the sheath and withdraw the sheath and balloon as one. The procedure was completed with this device. No patient complications were reported and patients' condition was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the maverick xl catheter was received inside a non-bsc introducer sheath with a syringe attached to the inflation port. The balloon was deflated and the balloon folds were winged, as-received. There was no other damage. The device was inflated and deflated with an inflation device filled with water in an attempt to get the balloon to re-wrap. The catheter was unable to be removed from the introducer sheath and appears to be attributable to the winged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: correction. Further analysis of the returned device was performed. Analysis revealed the non bsc sheath was size 4fr. The distal end of the catheter (distal tip, balloon and a short length of the distal shaft) were extending from the distal tip of the sheath. The balloon was received in a deflated state but there were no discernible balloon folds and the distal end of the balloon was prolapsed (nearly over the tip.) The balloon material was bunched toward the distal end of the balloon. An attempt to gently withdraw the balloon through the sheath was unsuccessful. The condition of the balloon is indicative of failed attempts to withdraw the balloon through the sheath with force, causing the balloon to bunch-up at the distal end. There was no evidence of any product quality deficiencies contributing to the confirmed damage or reported event. It was previously reported the root cause was deemed operational context; however, after further analysis of the device was performed the most probable root cause has been determined to be use/user error as the dfu states: "the maverick xl balloon catheter is compatible with guide catheters = 6f with an ID = 0.064 in (1.63 mm)." "Insert sheath introducer and guiding catheter using standard techniques." (B)(4).